Event description:
The report states that on (B)(6) 2013, the pt was treated for initial type 1 a endoleak using a gore excluder aaa aortic extender endoprosthesis. Distal end of gore excluder aaa aortic extender endoprosthesis deployed into proximal end of ipsi-lateral limb at the trunk bi-furcation. This deployment prevented any blood flow through the contra-lateral left side. Following a failed attempt to dislodge the distal end of the aortic extender, the physician proceeded to a fem-fem crossover procedure to compensate for blocked flow through contra-lateral side.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.